Event description:
It was reported that a cross programming event is believed to have occurred with the patient. The nurse practitioner reported that the patient was last seen in (B)(6) 2013 and that the settings programmed at this visit are not the same as the patient was found at currently. It was reported that the device serial number and other parameters were correct, but the output current was different. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient¿s device settings were found to be lower than what they were previously. The patient did not experience any adverse events. Review of additional programming history shows that the last known settings prior to the event were from (B)(6) 2012 in which the output current was programmed to 1.75ma. The cross programming event appears to have occurred on (B)(6) 2014.

Manufacturer narrative:
Review of the available programming and diagnostic history. Date of event; corrected data: additional information indicates that the cross programming event occurred on (B)(6) 2014.